Event description:
It was reported that a web device was prepared and passed pretest for electrical continuity. It was then advanced to the aneurysm and positioned. The web device did not detach after multiple attempts were made to detach it. A second detachment controller was selected and would not detach the web after multiple attempts. The web was then removed from the patient. Outside of the patient, the web was pushed out of the introducer sheath for further inspection and was found to be still attached to the delivery pusher. Upon retraction of the web into the introducer sheath, the web device detached on the table outside of the patient. The case was completed with an additional web, which was deployed and detached without any issues. There was no patient injury or intervention.

Manufacturer narrative:
The investigation of the returned web system found the proximal connector kinked at the brown lead wire joint, the implant separated from the delivery system, and the heater coil windings stretched. The heater coil pet and tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the proximal connector damage, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength. The returned microcatheter was found to be kinked at 26cm from the distal tip and flattened at 2cm and 1cm from the distal tip but would not have contributed to the web detachment issue.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation. However, the device has not yet been returned to the manufacturer. The alleged product issue could not be confirmed. If the device is received at a later date, and investigation will be performed and a supplemental report will be submitted.

Event description:
It was reported that a web device was prepared and passed pretest for electrical continuity. It was then advanced to the aneurysm and positioned. The web device did not detach after multiple attempts were made to detach it. A second detachment controller was selected and would not detach the web after multiple attempts. The web was then removed from the patient. Outside of the patient, the web was pushed out of the introducer sheath for further inspection and was found to be still attached to the delivery pusher. Upon retraction of the web into the introducer sheath, the web device detached on the table outside of the patient. The case was completed with an additional web, which was deployed and detached without any issues. There was no patient injury or intervention.